Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
(B)(4). It was unknown if the initial reporter sent report to the FDA.

Event description:
The meter reading on the customer's aviva meter with lot 497004 was hi, which on the system indicates a result in excess of 600 mg/dl. The meter readings on the neighbor's unknown aviva meter, unknown lot, was 259 mg/dl. The results were within 10 minutes of reach other. No adverse event reported. The meter and test strips could not be requested for return as the customer's neighbor's information is unknown.